Event description:
On 07 oct 2009, the sales representative reported that during a revision surgery to extend a fusion, the surgeon found the screw head broken out of the rod. Additional information received via telephone on 19 oct 2009, the sales representative reported that during a revision surgery for explantation of hardware, due to fusion, the surgeon wanted to perform surgery on the adjacent levels. When the surgeon opened up the patient, it was noticed that the hardware that was being explanted, the head of the screw was broken out of the rod. The surgeon proceeded to explant the construct without any difficulties. No surgical delay. This malfunction of the broken screw out of the rod has resulted in an adverse event in the past for a similar device.

Manufacturer narrative:
It was unknown when the construct was implanted. Request have been made for the return of the product. Device manufacturing date is unknown. Evaluation is pending upon the return of the product.